Manufacturer narrative:
No pt info as no pt was involved in this concern. Software investigation in progress. Part has yet to be returned for eval.

Event description:
A medtronic rep reported a software freeze. Synergy cranial and framelink. The stealthstation s7 software operated slower than normal. The synergy and framelink softwares freeze and crash. There was no pt present.